Event description:
The customer reported the evis exera iii xenon light source display an e102 error. In addition, there was no light output. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was onsite to repair the device. The fse discovered that the lifetime of the lamp was expired and the lamp no longer ignites reliably. The lamp was removed and the parts/housing were cleaned. Afterwards, the lamp was installed and ignition occurred immediately. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was noted that e102 occurs when the lamp blows. The error appeared to have occurred due to expiration of the lamp life because the lamp started to light after it was replaced. The device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the emergency lamp advanced during the procedure. The main lamp could then be restarted and the procedure completed normally.